Event description:
When utilizing driver to obtain core of bone marrow biopsy, upon advancement into bone the needle bent and then snapped off driver when attempting removal. Needle removed manually utilizing kelly clamp and hemostat. A small piece of core needle left in the bone as the end of the needle was not intact upon manual removal. This was confirmed by computed tomography of pelvis with contrast.